Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had impedances over 125 ohms and thresholds have increased to 2.8 volts. The physician was electively upgrading the device and was wondering if they should replace the rv lead. Impedance tests ere performed including a 1.1 joule shock which resulted in a impedance measurement of 114 ohms. There was a suspected lead issue but was not confirmed. As a result of the shock impedance being high the physician capped the lead and replaced it with a new rv lead. No adverse patient effects were reported.